Event description:
A us distributor contacted zoll to report that battery charge/modem sn (B)(4) was displaying an error code while charging a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of the battery charger/modem sn (B)(4) has been completed. The reported problem( displays error code while charging a battery pack) was confirmed. As received, the battery charger/modem was unable to charge a battery pack. Upon evaluation, there was liquid contamination on the battery board and interconnect ribbon cable. The cause for the failure was isolated to damaged battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.